Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a5; b7; g3; h2. D10: cat# 00625006530 lot# j7448936 bone screw self-tapping 6.5 mm dia. 30 mm length.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# unk lot# 3144462 unk head. Cat# 30123604 lot# 64558326 36mm i.d. Size d high wall liner. Cat# 110010243 lot# 65703524 g7 osseoti 3 hole shell 50mm d. Cat# unk lot# j7448936 unk screw. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty on. Subsequently, developed pain and radiographic imaging displayed evidence of femoral prosthetic loosening, and underwent a revision approximately 3 years post-implantation. During the procedure, the cup was well fixed and surgeon had planned to retain the liner. During reduction, the high wall liner was bent and was exchanged to a neutral liner. The head and stem were revised with competitor products, the liner was revised with a zb neural liner, and the zb cup and screw were retained. Attempts have been made and no further information has been provided.